Manufacturer narrative:
Device evaluation: the intraocular lens (iol) preloaded insertion system was returned to the manufacturing site for investigation. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. The lens was received out of the insertion device and was observed with viscoelastic residue. No damage was observed. Visual inspection at 10x microscope magnification was performed. Stress marks on both sides of the cartridge tube and tip was observed which are typically caused and/or may well appear by the pass of the iol through the cartridge. The cartridge was observed with a crack. The customer's reported complaint was verified on the returned pcb00 unit. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing production order was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review identified no non-conformance reports (ncr) associated with this production order. The tube and tip cartridge are 100% inspected for cracks. No cracks or stress marks are allowed. The design verification was performed and the cartridge base materials were within design specifications. The preloaded delivery system was successful with all test results meeting acceptance criteria. The cartridge walls and tips were measured and met specification. A search on complaints revealed there were no other complaints received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:(B)(4). If implanted, give date: not applicable, as the suspect lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion an intraocular (iol) broke through the pre-loaded cartridge causing the cartridge tip to crack. No patient contact was reported. The physician implanted another iol with the same model and diopter.